Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe abdominal pain which spread to the back occasionally"), psychotic disorder ("psychotic disorder without specification") and angina pectoris ("heart pain") in a (B)(6) female patient who had essure (batch no. B72581) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychosis in 2014, dysmenorrhea, anxiety, schizophrenia and parity 2. Concurrent conditions included smoker. Concomitant products included olanzapine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain upper ("stomachache"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain ("pain /very acute pain /unspecified chronic pain"), psychotic disorder (seriousness criterion hospitalization) with nervousness, insomnia, paranoia and delusion, angina pectoris (seriousness criterion medically significant), procedural pain ("product insertion was interrupted by severe pain (first attempt)"), fatigue ("tiredness / fatigue"), dysmenorrhoea ("acute pain as menstrual period very painful"), pelvic pain ("contractions as childbirth pains"), ovulation pain ("ovulation painful"), abdominal pain lower ("pain localized in the hypogastrium since her last menstrual bleeding / colic"), malaise ("malaises"), dyspepsia ("dyspeptic/ digestive problems"), swelling ("swelling"), discomfort ("heaviness"), nausea ("nausea"), muscle spasms ("diffuse abdominal spasms / convulsions in her right hand / neck also presented convulsions"), gastrointestinal pain ("intestinal colics"), aerophagia ("painful aerophagia"), abdominal discomfort ("abdominal discomfort"), flatulence ("abdominal distention due to flatulencies"), abdominal distension ("abdominal distention due to flatulencies"), aphasia ("she could not speak"), vision blurred ("blurred vision"), chest pain ("severe pain above her chest"), neck pain ("pain in neck"), pain in extremity ("pain left arm"), mental disorder ("existential reaction"), arthralgia ("joints (shoulder, hips and knees) pain"), cough ("cough"), dyspnoea ("dyspnea") and wheezing ("self-listening wheezing"). The patient was hospitalized from (B)(6) 2015. The patient was treated with paracetamol (acetaminophen), cinitapride, tramadol, omeprazole, lorazepam, lormetazepam, dexketoprofen trometamol (enantyum), fluconazole and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pain, psychotic disorder, angina pectoris, procedural pain, fatigue, dysmenorrhoea, pelvic pain, ovulation pain, abdominal pain lower, malaise, dyspepsia, swelling, discomfort, nausea, abdominal pain upper, muscle spasms, gastrointestinal pain, aerophagia, abdominal discomfort, flatulence, abdominal distension, aphasia, vision blurred, chest pain, neck pain, pain in extremity, mental disorder, arthralgia, cough, dyspnoea and wheezing outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, aerophagia, angina pectoris, aphasia, arthralgia, chest pain, cough, discomfort, dysmenorrhoea, dyspepsia, dyspnoea, fatigue, flatulence, gastrointestinal pain, malaise, mental disorder, muscle spasms, nausea, neck pain, ovulation pain, pain, pain in extremity, pelvic pain, procedural pain, psychotic disorder, swelling, vision blurred and wheezing to be related to essure. The reporter commented: on (B)(6) 2014 the product insertion was interrupted by severe pain, and she was scheduled to perform the insertion for another date. Diagnostic results (normal ranges are provided in parenthesis if available): helicobacter test - on (B)(6) 2015: (B)(6). Hysterosalpingogram - on (B)(6) 2015: essure in tubes/no evidence of contrast in tubes. Pregnancy test - on (B)(6) 2014: (B)(6). Ultrasound scan - on (B)(6) 2015: essure well inserted; on (B)(6) 2015: no significant echographic findings; on (B)(6) 2015: left coi in place/right coil doubtful; on (B)(6) 2015: both essure visualized; on (B)(6) 2015: both essure visualized well located; on (B)(6) 2015: both essure visualized well located; on (B)(6) 2015: both essure visualized well located. On (B)(6) 2015: citology tests: inflammation associated to cellular changes. On (B)(6) 2015: physician examination: painful to palpation globally but more sensitive in the hypogastrium. Leucocytes was 25/mcl and red blood cell count was 10/mcl. On (B)(6) 2015: abdominal echography: no abnormalities. On (B)(6) 2015: allergy test: (B)(6) results. On (B)(6) 2015: fallopian tubes biopsy: uterine tubes with cicatricial and congestive changes. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / severe abdominal pain which spread to the back occasionally"), psychotic disorder ("psychotic disorder without specification") and angina pectoris ("heart pain") in a 46-year-old female patient who had essure (batch no. B72581) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychosis in 2014, dysmenorrhea, anxiety, schizophrenia and parity 2. Concurrent conditions included smoker. Concomitant products included olanzapine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain upper ("stomachache"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain ("pain /very acute pain /unspecified chronic pain"), psychotic disorder (seriousness criterion hospitalization) with nervousness, insomnia, paranoia and delusion, angina pectoris (seriousness criterion medically significant), procedural pain ("product insertion was interrupted by severe pain (first attempt)"), fatigue ("tiredness / fatigue"), dysmenorrhoea ("acute pain as menstrual period very painful"), pelvic pain ("contractions as childbirth pains"), ovulation pain ("ovulation painful"), abdominal pain lower ("pain localized in the hypogastrium since her last menstrual bleeding / colic"), malaise ("malaises"), dyspepsia ("dyspeptic/ digestive problems"), swelling ("swelling"), discomfort ("heaviness"), nausea ("nausea"), muscle spasms ("diffuse abdominal spasms / convulsions in her right hand / neck also presented convulsions"), gastrointestinal pain ("intestinal colics"), aerophagia ("painful aerophagia"), abdominal discomfort ("abdominal discomfort"), flatulence ("abdominal distention due to flatulencies"), abdominal distension ("abdominal distention due to flatulencies"), aphasia ("she could not speak"), vision blurred ("blurred vision"), chest pain ("severe pain above her chest"), neck pain ("pain in neck"), pain in extremity ("pain left arm"), mental disorder ("existential reaction"), arthralgia ("joints (shoulder, hips and knees) pain"), cough ("cough"), dyspnoea ("dyspnea") and wheezing ("self-listening wheezing"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with paracetamol (acetaminophen), cinitapride, tramadol, omeprazole, lorazepam, lormetazepam, dexketoprofen trometamol (enantyum), fluconazole and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pain, psychotic disorder, angina pectoris, procedural pain, fatigue, dysmenorrhoea, pelvic pain, ovulation pain, abdominal pain lower, malaise, dyspepsia, swelling, discomfort, nausea, abdominal pain upper, muscle spasms, gastrointestinal pain, aerophagia, abdominal discomfort, flatulence, abdominal distension, aphasia, vision blurred, chest pain, neck pain, pain in extremity, mental disorder, arthralgia, cough, dyspnoea and wheezing outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, aerophagia, angina pectoris, aphasia, arthralgia, chest pain, cough, discomfort, dysmenorrhoea, dyspepsia, dyspnoea, fatigue, flatulence, gastrointestinal pain, malaise, mental disorder, muscle spasms, nausea, neck pain, ovulation pain, pain, pain in extremity, pelvic pain, procedural pain, psychotic disorder, swelling, vision blurred and wheezing to be related to essure. The reporter commented: on (B)(6) 2014 the product insertion was interrupted by severe pain, and she was scheduled to perform the insertion for another date. Diagnostic results (normal ranges are provided in parenthesis if available): helicobacter test - on (B)(6) 2015: negative. Hysterosalpingogram - on (B)(6) 2015: essure in tubes/no evidence of contrast in tubes. Pregnancy test - on (B)(6) 2013: negative. Ultrasound scan - on (B)(6) 2015: essure well inserted; on (B)(6) 2015: no significant echographic findings. On (B)(6) 2015: left coi in place/right coil doubtful. On (B)(6) 2015: both essure visualized. On (B)(6) 2015: both essure visualized well located. On (B)(6) 2015: both essure visualized well located. On (B)(6) 2015: both essure visualized well located. (B)(6) 2015: cytology tests: inflammation associated to cellular changes. (B)(6) 2015: physician examination: painful to palpation globally but more sensitive in the hypogastrium. Leucocytes was 25/mcl and red blood cell count was 10/mcl. (B)(6) 2015: abdominal echography: no abnormalities. (B)(6) 2015: allergy test: negative results. (B)(6) 2015: fallopian tubes biopsy: uterine tubes with cicatricial and congestive changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / severe abdominal pain which spread to the back occasionally'), psychotic disorder ('psychotic disorder without specification') and angina pectoris ('heart pain') in a 46-year-old female patient who had essure (batch no. B72581) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included reactive psychosis in 2014, dysmenorrhea, anxiety, schizophrenia and parity 2. Concurrent conditions included smoker. Concomitant products included olanzapine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain upper ("stomachache"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain ("pain /very acute pain /unspecified chronic pain"), psychotic disorder (seriousness criterion hospitalization) with nervousness, insomnia, paranoia and delusion, angina pectoris (seriousness criterion medically significant), procedural pain ("product insertion was interrupted by severe pain (first attempt)"), fatigue ("tiredness / fatigue"), dysmenorrhoea ("acute pain as menstrual period very painful"), pelvic pain ("contractions as childbirth pains"), ovulation pain ("ovulation painful"), abdominal pain lower ("pain localized in the hypogastrium since her last menstrual bleeding / colic"), malaise ("malaises"), dyspepsia ("dyspeptic/ digestive problems"), swelling ("swelling"), discomfort ("heaviness"), nausea ("nausea"), muscle spasms ("diffuse abdominal spasms / convulsions in her right hand / neck also presented convulsions"), gastrointestinal pain ("intestinal colics"), aerophagia ("painful aerophagia"), abdominal discomfort ("abdominal discomfort"), flatulence ("abdominal distention due to flatulencies"), abdominal distension ("abdominal distention due to flatulencies"), aphasia ("she could not speak"), vision blurred ("blurred vision"), chest pain ("severe pain above her chest"), neck pain ("pain in neck"), pain in extremity ("pain left arm"), mental disorder ("existential reaction"), arthralgia ("joints (shoulder, hips and knees) pain"), cough ("cough"), dyspnoea ("dyspnea") and wheezing ("self-listening wheezing"). The patient was hospitalized from (B)(6) 2015. The patient was treated with cinitapride, dexketoprofen trometamol (enantyum), fluconazole, lorazepam, lormetazepam, omeprazole, paracetamol (acetaminophen), tramadol and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pain, psychotic disorder, angina pectoris, procedural pain, fatigue, dysmenorrhoea, pelvic pain, ovulation pain, abdominal pain lower, malaise, dyspepsia, swelling, discomfort, nausea, abdominal pain upper, muscle spasms, gastrointestinal pain, aerophagia, abdominal discomfort, flatulence, abdominal distension, aphasia, vision blurred, chest pain, neck pain, pain in extremity, mental disorder, arthralgia, cough, dyspnoea and wheezing outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, aerophagia, angina pectoris, aphasia, arthralgia, chest pain, cough, discomfort, dysmenorrhoea, dyspepsia, dyspnoea, fatigue, flatulence, gastrointestinal pain, malaise, mental disorder, muscle spasms, nausea, neck pain, ovulation pain, pain, pain in extremity, pelvic pain, procedural pain, psychotic disorder, swelling, vision blurred and wheezing to be related to essure. The reporter commented: on (B)(6) 2014 the product insertion was interrupted by severe pain, and she was scheduled to perform the insertion for another date. Diagnostic results (normal ranges are provided in parenthesis if available): helicobacter test - on (B)(6) 2015: results: negative. Hysterosalpingogram - on (B)(6) 2015: results: essure in tubes/no evidence of contrast in tubes. Pregnancy test - on (B)(6) 2014: results: negative. Ultrasound scan - on (B)(6) 2015: results: essure well inserted; on (B)(6) 2015: results: no significant echographic findings; on (B)(6) 2015: results: left coi in place/right coil doubtful; on (B)(6) 2015: results: both essure visualized; on (B)(6) 2015: results: both essure visualized well located; on (B)(6) 2015: results: both essure visualized well located; on (B)(6) 2015: results: both essure visualized well located. Diagnostic results: (B)(6) 2015: citology tests: inflammation associated to cellular changes. (B)(6) 2015: physician examination: painful to palpation globally but more sensitive in the hypogastrium. Leucocytes was 25/mcl and red blood cell count was 10/mcl (B)(6) 2015: abdominal echography: no abnormalities. (B)(6) 2015: allergy test: negative results. (B)(6) 2015: fallopian tubes biopsy: uterine tubes with cicatricial and congestive changes. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was identified as a duplicate of case (B)(4) (MFR number 2951250-2015-01302) and will be deleted from bayer database. All information was transferred to the remaining case. No new follow-up information was received from the reporter. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.